Manufacturer narrative:
The device has not been returned to maquet cardiovascular for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received and the investigation is completed. The lot number could not be obtained so a lot history record review could not be performed. Internal file number - (B)(4).

Event description:
The hosp reported that during an endoscopic vessel harvesting procedure, the vasoview hemopro 2 c-ring broke during use. It cracked down the middle while in the leg, but no pieces needed to be retrieved. The user does not take the c-ring between the branches. A new kit was used to complete the procedure. There were no pt effects. The lot number should be returned with the product. The product is returning.